Event description:
It was discovered that the valve actuator pins missing from pump mechanism. ====================== manufacturer response for feeding pump, flexiflo quantum enteral pump======================manufacturer is providing an exchange/replacement pump